Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the left anterior descending coronary artery. Access was gained via the groin and the 3.5x15mm xience skypoint drug eluting stent (des) was advanced but could not cross the anatomy to reach the target lesion. Slight resistance was felt during removal of the device from the anatomy, and the proximal stent struts were noted to be flared. It was felt that the flared stent struts occurred from a possible interaction with the non-abbott guide catheter. There was no adverse patient effect and no clinically significant delay in the procedure. Another skypoint des was used to cross the anatomy and successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported material deformation and difficult to remove were confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.